Event description:
The tip of the applier got broken in the patient while in use during laparoscopic hepatectomy. No parts/fragments were confirmed by x-ray after procedure. However, the user would like us to check if any parts are missing on the applier.

Manufacturer narrative:
(B)(4). During visual and functional examination, we found the following: the pull rod is bent and the joint for the mouthpieces is broken. Color marking at pull rod is strongly deformed. All parts of the broken linkage systems we received back; no part is missing. Upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. 100% functional test at final inspection found good. The root cause: excessive force to the handle during use. At k & w, no further measures will be initiated; this complaint is being rejected by us.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The tip of the applier got broken in the patient while in use during laparoscopic hepatectomy. No parts/fragments were confirmed by x-ray after procedure. However, the user would like us to check if any parts are missing on the applier.